Manufacturer narrative:
Based on the visual examination, it was concluded that the instrument jammed during surgery due to a yielded cartridge nose weld. No conclusion could be reached as to how the nose had yielded. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
The device was used during a laparoscopic hernia repait procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.